Event description:
It was reported that the patient presented in clinic for lead revision. The right ventricular (rv) lead showed high capture threshold. The rv lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in clinic for lead revision. The right ventricular (rv) lead showed high capture threshold. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece. Electrical, visual and x-ray testing did not find an anomalies other than those consistent with procedural damage.